Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and an anomalous component on the hybrid was found to be the cause of the reported impedance anomaly. (B)(4).

Event description:
This report is to advise of an event observed during analysis.